Event description:
According to the complainant: "on saturday on (B)(6) and sunday on (B)(6), this patient's tpn ended 1 hour and 40 minutes early, respectively. The pump being used was pedi-0248-t (sn: (B)(6). After some analysis, we found that the prescribed volume of the tpn bag was 910 ml, but on saturday 880.80 ml was dispensed and on sunday 870.40 ml was dispensed, leaving the bags empty with no solution remaining."

Manufacturer narrative:
This report has been identified as b. Braun internal report number: (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission#: k083689, k142596, k191910.